Event description:
It was further provided that the patient was now doing well.

Event description:
It was reported that a motor stall occurred on (B)(6) 2014. The events logs were read and printed. It was noted that there was no patient harm, injury, or death. The product was not replaced. The patient's pump was intended to infuse morphine. The event logs showed that a motor stall occurred on (B)(6) 2014. There was no recovery noted despite refills and bolus commands being received after the stall log. The device was received indicating it was explanted. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomalies that included stall due to shaft-bearing and corrosion and/or wear and/or lubrication.